Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista® 1500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista® 1500 intelligent lab system. The falsely depressed result was reported to the physician and was questioned. The same sample was reprocessed on the original and an alternate dimension vista® 1500 intelligent lab system. The higher reprocessed result obtained from the original instrument was on the corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.

Manufacturer narrative:
Additional information (30-june-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting. No other patient samples were reported to have the same issue. Hsc observed that the event is consistent with poor sample quality. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00172 was filed on 19-june-2023.